Event description:
It was reported there was an impedance issue on the patient¿s implantable neurostimulator (ins). It was stated that post implant and on the first programming there were impedances greater than 4000 ohms on pairs c-3, 0-3, 1-3 and 2-3, so there were 4 open circuits. It was noted this was only run at 1 amp. Reportedly, the patient could not feel any stimulation on c and 3 at 5 amps. It was stated the patient¿s device was reprogrammed and it was unknown if the issue was resolved. It was noted the patient did not feel sensation of stimulation on some settings and some combinations. It was reported the patient was reasonably well controlled and they were troubleshooting options at the time of report. It was noted there was no injury to the patient and no symptoms or complications associated with the event. It was stated the patient would be reviewed in three months.

Manufacturer narrative:
Concomitant product: product ID 309328, lot# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).